Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). A flexiva ID tractip 200 laser fiber was returned broken in one piece. The piece measured approximately 211.5 cm from the break to the tip. Exposed glass portion of the tip measured approximately 3.4 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the fiber, including the fiber connector and tip were not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
A flexiva ID tractip 200 laser fiber was returned to boston scientific corporation on (B)(6) 2019. Per results of the investigation, the laser fiber was broken with a portion detached.